Event description:
Endurant stent grafts were implanted in patients in the endovascular treatment of a abdominal and iliac aortic aneurysms on unknown dates over a 5 year period. The results were compared with a similar amount of patients who received a non mdt over the same time period. The following malfunctions were reported; type ia, ib, iii, IV,v endoleaks the following adverse events were reported; bleeding, aneurysm sac enlargement, occlusion, re-intervention patient mortality was reported but there is no causal link that a mdt stent graft caused or contributed to any deaths or any deaths were as a result of a malfunction of a mdt stent graft.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; long-term outcomes of the endurant and excluder stent grafts for endovascular aneurysm repair in a japanese cohort sekimoto y et al journal of endovascular therapy 1¿9. Https://doi.org/10.1177/15266028221090441. If information is provided in the future, a supplemental report will be issued.